Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator has da pcba adc failed vent inop occurrences. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
No parts were returned for failure investigation, therefore the root cause at the component level could not be determined.